Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they via phone call that they experienced high blood glucose level. The customer's blood glucose level was between 300 mg/dl to 400 mg/dl. The customer treated with bolus after troubleshooting. The customer also reported no delivery alarm on the insulin pump. The insulin pump passed tests without any alarms. The insulin pump will not be returned for analysis.